Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing end cap sticker, missing liquid crystal display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump's down arrow key was intermittently responsive and the screen was falling out. Caller also reported that the display was cracked. Blood glucose level was 350 mg/dl at the time of the call. Customer declined troubleshooting for the high blood glucose level. No further information was provided.